Event description:
End user wife is stating that the end user charger is making a clicking noise, the unit is plugged into a remote plug so the end user can turn on the charger from bed. The end user wife is stating that sometimes the charges, sometimes does not. The end user wife stated that they noticed that the joystick is getting warm when being charged.. End user plugged in the joystick with his old charger, and the joystick was smoking, no flames seen. Also, end user is stating that the chair intermittently shutting down, end user was able to turn off the joystick and then he was able to move.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.